Manufacturer narrative:
(B)(4). Reported event was confirmed by review of photographs. Concomitant medical product: femoral drill with stop precoat, catalog#: 00584301800, lot#: unk. Visual evaluation of photographs found traces of blood and bone cement on and around the drill and the guide. The portion between the collar and the flutes of the drill looks damaged (scratches), most likely due to excessive external forces. Traces of blood and bone cement was also noticed within one of the guide holes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02513.

Event description:
It was reported that during a unicompartmental knee arthroplasty the drill jammed in the left femoral cut guide. Due to the malfunction the patient retained metal debris in their joint.